Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement. Lead also exhibited helix issues. No additional adverse patient effects.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement. Lead also exhibited helix issues. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood and body fluid was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil was deformed at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to deform. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified damage may have occurred during helix extension at the time the lead was explanted.s